Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, in attempts to release the clip, the handle was broken off, the wire was cut, and another wire was stuck down into the channel. The physician kept shaking and moving around the device until the clip was released. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, in attempts to release the clip, the handle was broken off, the wire was cut, and another wire was stuck down into the channel. The physician kept shaking and moving around the device until the clip was released. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the over sheath was not returned with the device. The proximal end of the catheter is kinked and stretched, and the body of the catheter is also kinked. The handle was broken and the clip assembly was still attached to the bushing. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath was removed before the procedure. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.